Event description:
It was reported that following total hip arthroplasty, a loose fragment was abserved on radiograph. Object was identified to be tab from acetabular inserter plate. To data, biomet has not been able to obtain confirmation of pt identification or date of occurrence.